Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. UDI: other: (B)(4). Product not implanted or explanted. Device history record (DHR) review for part# 07.704.005s lot# dsd5677: release to warehouse date: september 1, 2016, expiration date: january 28, 2018, supplier: (B)(4): no non-conformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed for the subject device (norian drillable inject 5cc-sterile, part number 07.704.005s, lot number dsd5677). The subject device was returned for investigation. The temperature indicator on the device is triggered, indicating that the device has been exposed to temperatures outside the approved range. It is unknown how the devices were exposed to temperatures outside the approved range, but it is likely due to the storage conditions of the hospital/facility. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint condition is confirmed. Drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during routine inspection of field equipment stored at the hospital, it was noted the temperature indicator on the norian drillable inject had turned black. Device was stored in temperature controlled area and had not reached the expiration date. No patient or surgical involvement. This is report 1 of 1 for (B)(4).